Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that there is a paddle failure. The fse evaluated the device. It was determined that this was an issue with the paddles for which the customer was provided information for replacement. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided information to replace the paddles to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.